Manufacturer narrative:
A medrad service engineer performed a system service check of the stellant dx CT injection system on (B)(4) 2011 and the unit was found to be operating within medrad specifications. Add'l applications training has been offered to the customer - we are waiting for training dates to be provided.

Event description:
The site reported the following: a pt underwent a CT scan of the abdomen and pelvis with contrast. The procedure was completed; however, the technologist noted no contrast was seen on the images. The technologist realized she had connected the pt to the saline syringe, rather than the contrast syringe. While the pt was still connected to the set-up, two new syringes were placed in the injector and the plunger was advanced by the technologist, inadvertently injecting approx 100ccs of air into the pt. The pt stated he was nauseated and did not feel well. He complained of chest pain, lost consciousness, turned blue, and began having convulsions. The in-house emergency team was called and by the time the team arrived, the pt had regained consciousness w/o any medical or surgical intervention. The pt was discharged from the hospital. The CT department called the pt 24 hrs post procedure the pt has fully recovered.